Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was noted via merlin.net. Reviewof the episodes revealed non-sustained noise due to possible myopotential. Programming changes were made. Isometric testing was recommended.